Event description:
It was reported that the ventricular lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 82.0 cm to 82.4 cm from the connector pin, as a result with friction with another device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.